Manufacturer narrative:
Concomitant medical products: 4068110 lead; implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of one ventricular beat was noted. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.